Event description:
It was reported to boston scientific corporation that a patient (age and weight are unknown), who had recently undergone a placement of the obtryx sling, presented with groin pain specifically when she went to flex her hip, 12 hours post op. The physician stated that the patient would be observed and hopes that the condition clears up in 2-3 weeks. Upon follow up with the physician, it was reported that the reason for the pain was either an irritated obturator or femoral nerve and that the pain was related to the sling procedure. The patient was prescribed pain management medication (unknown). There were no other complications and the patient's condition is reported as "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number therefore, the device manufacture date and the expiration date are unknown. According to the complainant, the suspect device has been implanted and is not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined.